Event description:
It was reported that the cartridge disconnected from the pump immediately after a supply change, and the user requested guidance on pausing and resuming insulin delivery. Support provided instructions to pause, resume, and reinforced correct connector orientation and locking technique. Symptoms included no reported adverse clinical effects. Outcomes included continued use after the user elected to replace supplies and proceed without further assistance. Investigation included technical troubleshooting and user education via customer support. Investigation of this case revealed that the infusion set connector was not properly aligned and locked, leading to an unintended cartridge disconnection. It was concluded that user technique caused the connector to be attached incorrectly, and education resolved the issue.